Event description:
It was reported that this right atrial (RA) lead exhibited high out of range pacing impedance. Review of the available clinical information identified multiple out-of-range impedance measurements greater than 3,000 ohms, suggestive of a lead fracture. Subsequently, this RA lead was surgically abandoned and replaced. No additional adverse patient effects were reported outside the revision procedure.. This product is not expected to return for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.